Event description:
At the primary follow-up after an implant procedure, a loss of capture and undersensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a lead dislodgement. The ra lead was repositioned to resolve the event. The patient was stable.